Event description:
Caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that the pump's reset was a built-in safety feature and declined additional assistance with reloading the cartridge or resuming insulin deliveries, choosing to complete these tasks independently. No further action was required, and the case was closed.